Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 11-oct-2023, UDI#: (B)(4) h3. Analysis of the communicator found that it failed due to a broken charging port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, clonidine, and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were in the hospital for 4 days due to a joint replacement that was not related to their infusion system devices or therapy and their doctor told the patient¿s husband to take their communicator home. The patient stated their blood pressure went sky high; they did not have their ptm (personal therapy manager) with them; and the doctor had their blood pressure medication in the pump. The patient stated that after 3 boluses their blood pressure was down. The patient was calling because they were not able to connect to wifi. The agent reviewed that wifi was not required and had been disabled. The agent had the patient confirm bluetooth and location were toggled on, on the handset. The patient stated that the communicator port was bent, and the charging cord did not stay connected to charge it without tape and toothpicks. A replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot/serial# (B)(6), product type: accessory. D9. The communicator was returned for analysis on february 26, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.